Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture. The rv lead was explanted and replaced. On the other hand, the pacemaker and the atrial lead was also explanted and replaced due to unknown reason. The patient was in stable condition.